Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the vessel occlusion could not be conclusively determined; however, an intimal dissection was stated to be the cause. Two paper print radiographic images were received with the incident report. These images represent magnified images of a femoral vasculature. Contrast was seen in the two images. The images were not marked with any identification or right or left markers. The angio-seal device instruction for use (IFU) caution if ischemic symptoms appear, treatment options included thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported post coronary angiography (normal results). The nurse proctor inserted the angio seal. After hearing the double clicks, resistance was encountered; the sheath wouldn't move. The carrier tube was cut in order to release the suture. The sheath was removed and the device was deployed manually. Hemostasis was achieved with seeing one half of the compaction marker and bounding femoral pulses. Three days later, the patient went to the emergency room complaining of a painful, cold leg. A balloon angioplasty and posis was performed to the totally occluded common femoral artery. The patient recovered and was stated to be fine. The physician stated that the angio seal anchor dissected the posterior wall or wedged itself into a subintimal flap during the initial deployment.